Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
On 17th january, 2018 getinge became aware of an incident with one of surgical lights- prismatic. As it was stated, the structural part of the light was damaged and it is unsafe to use. There is no patient involvement, however we decided to report the issue in abundance of caution as any particles falling might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. There is no information if during the event occurrence the device was or was not being used for patient treatment. Unfortunately, due to the limited information available, we were not able to establish the exact root cause and sequence of events, which have led to the issue covered by this investigation. As already explained in the previous parts of this investigation a surgical light, which played a role in this incident, is considered as a legacy device. At the time of event the device was 29 years old. Received report stated that upon examination of the light it appeared that the structural part of the surgical light, what can indicate that a prolonged usage of the part and likely lack of maintenance could have led to the incident occurrence.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Dear sir/madam, enclosed is our information for one (1) initial med watch report, form 3500a, past 30 the day deadline for reporting. In (B)(6) 2017 a transfer of dispatch responsibilities for customer product complaints was made within the company¿s departments. As a consequence of those activities it was discovered that in hindsight, some reactive service notifications had not been transferred into our complaint handling system for a limited period of a few months. After we realized this we have reviewed, and have identified the enclosed complaint as being reportable. As a consequence it is being filed late. Efforts were planned and are being taken to address the issue. We consider the information contained in the MDR to be of a type customarily held in confidence under 21 c.f.r. §20.61. Therefore, we request that the food and drug administration treat the MDR information as confidential commercial information under 21 c.f.r. §803.9(b). The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- prismatic. As it was stated, the structural part of the light was damaged and it is unsafe to use. There is no patient involvement however we decided to report the issue in abundance of caution as any particles falling might be a source of contamination. Ref - tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref - (B)(4).